Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a steam pop, perforation, and pericardial effusion occurred. An intellanav oi ablation catheter was selected for use during a pulmonary vein isolation (pvi) procedure. The pvi was completed and the patient developed a right atrial flutter, which was determined to be typical. A cavo-tricuspid isthmus (cti) line was performed and the arrhythmia terminated. A steam pop was heard when finishing the cti line. Shortly thereafter, the physician asked for intracardiac echocardiography and it was determined there was an effusion. A pericardiocentesis was performed and over 1200 cc were aspirated. All blood was then given back to the patient. A cardiothoracic surgeon was called and the patient was taken to the operating room for an open-heart procedure; the patient was then transferred to cardiac ICU. The physician indicated a perforation had occurred at the cavo-tricuspid isthmus and was related to the steam pop. The patient¿s chest did not need to be cracked; a pericardial window was used to repair the heart. One week following the complication, the patient was doing very well.